Event description:
A customer reported experiencing a high blood glucose (bg) event in the past. The specific bg value was unknown, but it was displayed as "high". The customer managed the situation by administering a correction bolus via the pump. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting bg levels.